Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead needed to be repositioned due to possible perforation and tamponade. The lead remains in use. No patient complications have been reported as a result of this event.